Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter was noted to have dried blood at the balloon site. A tear/hole was noted at the distal side of the proximal marker band and there were no other anomalies noted with the device. During functional inspection, an unsuccessful attempt was made to flush the catheter. A patency mandrel was advanced through the catheter, a blockage was noted at the balloon site due to dried blood, the catheter was soaked in warm water and another attempt was made with the mandrel successfully. The catheter was flushed in an attempt to inflate the balloon, it did not inflate, the water leaked through the hole above the proximal marker band. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no issue with the guidewire used with the device since it worked perfectly fine with new balloon. The correct 50/50 % contrast inflation media was used during preparation and procedure to inflate the balloon. The anatomy location (vessel name) the balloon did not inflate was the right distal ica/mca. The tip of the guidewire was distal in relation to the tip of the balloon catheter. The lumen of the catheter was flushed through with heparinized saline. The balloon never inflated. The device was not inflated over nominal pressure and no excessive pressure was used. There was no leakage noted during preparation or procedure. In the physician¿s opinion the cause of the leak and rupture was due to balloon must have torn during placement thru 2 pipeline and 1 evolve device. They never retested the balloon outside body to verify. The as reported and as analyzed balloon failed to inflate and balloon burst/ruptured during use in addition to the as reported device interaction with another device will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure, the physician attempted to post dilate a flow diverting stent. The subject balloon catheter was prepped and tested on the back table. When the subject balloon was inflated inside the patient's body at right distal ica/mca, it would not inflate. The subject balloon was noted to be torn and got damaged during the placement through a catheter and the flow diverting stent. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the physician attempted to post dilate a flow diverting stent. The subject balloon catheter was prepped and tested on the back table. When the subject balloon was inflated inside the patient's body at right distal ica/mca, it would not inflate. The subject balloon was noted to be torn and got damaged during the placement through a catheter and the flow diverting stent. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.